Event description:
It was reported that the camera head displayed a dark image. It is unknown were this event occurred. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not able to be duplicated . However, evaluation found device was observed with a broken connector, a damaged cable coupler. Multiple follow ups were made to gather additional information regarding the reported event , however, the customer did not provide further information other than stating "patient was not impacted". A definitive root cause of the phenomenon cannot be conclusively identified. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.